Event description:
A caller reported a malfunction on the pump, with the malfunction code identified as malf 9 and a fault ID of 0x20f1. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump while being advised to call back if the issue reoccurred.